Manufacturer narrative:
The revision reported was likely the result of the pain and swelling reported by the patient. The polyethylene does not exhibit signs of asymmetric wear or generally abnormal wear in relation to the duration of time it was implanted. Although it cannot be confirmed if this insert is a part of the packaging recall, this appears to be an unlikely contributor to the revision considering the appearance of the explanted insert. Additional contributions of manufacturing, user, and patient-related considerations to the event could not be assessed.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 78 yo female patient, primary left tka implanted in 2017, underwent a revision procedure in (B)(6) 2025. The patient was doing well for several years, however in (B)(6) 2024 the patient developed pain and swelling in her knee. Radiographs were suggestive of asymmetric polyethylene wear. The patient's initial surgery date falls within the window of the poly-recall. With the patient symptoms and radiographs, the surgeon felt it was best for the patient to undergo a polyethene exchange. The patient was taken back to the or room, exposure was made through the previous tka incision. Upon making the arthrotomy incision, copious amounts of joint fluid came pouring out of the joint. Mild synovitis could be observed. Polyethylene was removed and examined. There was oxidative stress that could be observed on the poly with some wear most pronounced medially. After copious irrigation, a new sterile 9mm cr poly was inserted into the knee and the knee was closed in typical fashion. There was a device break during the procedure. Parts and pieces did fall into the wound site which were successfully removed. There were no surgical delays. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted device is available for return. No device images were obtained. No further information.